Event description:
Heartware left ventricular assist device (lvad) presents with lvad related hemolysis 2 months after implant in the setting of international normalized ratio (inr) 3.3 and adequate platelet inhibition on aspirin 325 mg. Due to complexity of re-entry into fresh postoperative chest, it was decided to attempt to use medical therapy alone at this time. Lactate dehydrogenase (ldh) peaked at 2295, and decreased with heparin infusion to 344 at time of discharge. Plasma hemoglobin (hgb) peaked at 58 and decreased to 7.9 at discharge.